Event description:
It was reported that a patient underwent a laparoscopic hysterectomy for uterine lesions procedure on (B)(6) 2025 and suture was used. During the procedure, when the suture was used for suturing the uterus during surgery, the problem of pulling off suture needle happened. Immediately removed the broken end and replaced it with a new suture to continue suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - were there patient consequences? If yes, please explain. --no. The manufacturing records could not be reviewed as the batch/lot number is unknown.